Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during an interventional iliac procedure, via a right brachial arterial approach the fox plus balloon ruptured when it was inflated to 16 atmospheres, rated burst pressure. Reportedly, there was no vessel calcification. The balloon was entirely removed and another device was used to complete the procedure. There was no adverse pt effect. Though requested no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.